Event description:
During attempt to place the intraosseous device, it did not deploy into the bone when the trigger needle was pressed. Manufacturer response for intraosseous device, nio adult (per site reporter). Manufacturer informed. Contents of discussion unknown.